Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". They reported this did not occur during patient use.

Manufacturer narrative:
Although the customer reported that the AED was alerting "replace battery now" while using battery pack serial number (B)(6), analysis of the device's log files did not show any record of that specific battery pack in the AED's usage history. Review of the logs confirmed that the AED is functioning as designed and can remain in service.